Event description:
It was reported that the device systems were generating rogue blood pressure (bp) readings. The readings appear to be inaccurate and did not reflect the patient's actual condition. The rogue bp reading was recorded with new timestamps each time. A pt bp was repeated to emr with a new time stamp and was not validated by users. Troubleshooting was updated the system. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.